Event description:
My knee femoral downsize: after making resections for the planned size 5 femoral cut block, the anterior cut was less than indicated on the plan and would result in insufficient coverage for the anterior flange. It was decided to downsize from the 5 to a size 4. Add'l cuts were made and add'l anesthesia; the surgery was completed successfully. Reference MFR report number: 3005180920-2014-00015.